Event description:
On 1/21/1998 the account reported a false positive result of 161 mlu/ml for bhcg, which was run on the axsym analyzer. The result was questioned by the physician since the pt was scheduled for foot surgery. A redraw was requested. Both the redrawn sample and retesting of the initial sample gave results of 0 mlu/ml. No report of injury.